Manufacturer narrative:
The reported percutaneous lead repair performed on (B)(6) 2016 was captured under MFR report number 2916596-2016-00154. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 8 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient reported a fracture located at the site of a previous distal end percutaneous lead (driveline) replacement that was performed on (B)(6) 2016. It was reported that the patient was unable to utilize the power module and that the device could only be powered by batteries. X-rays were performed. The patient was provided an ungrounded power module patient cable. On 19jul2017, the manufactures technical services performed a distal percutaneous lead (driveline) replacement with no issues. The patient was asymptomatic and there were no pump stoppages reported for this event.

Manufacturer narrative:
No pump stops or red heart alarms were confirmed per the evaluation of the submitted log file. Cosmetic damage to the previous driveline repair site was confirmed per the evaluation of the returned portion of the driveline. It was reported that the patient had a fracture at their previous driveline repair site. A submitted log file did not confirm pump stops. Furthermore, the patient did not report any pump stop events. A new driveline repair was conducted on (B)(6)2017. A section of vad-(B)(4)driveline, approximately 16.5 inches long from the connector, was returned for evaluation. A driveline repair site was present. Damage to the gray silicone jacket was present on the distal and proximal side of the repair site. Damage to the black shrink tubing was present on the proximal side of the repair site. Minor abrasion damage was identified on the black wire on the proximal side of the repair site. However, no full breach of the black wire that would have caused a short was identified. No further damage to the repair site was identified. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified throughout the driveline. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.